Event description:
It was reported that the system displayed an error code and would not produce x-rays until the system was rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board. The system operates as intended.